Manufacturer narrative:
Product event summary: the partial lead was returned in segments. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 8042b implantable pulse generator; implanted: (B)(6) 2005; 507652 implantable pacing lead, implanted: (B)(6) 2005; 1688t competitor implantable pacing lead, implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was causing the patient phrenic nerve/diaphragmatic stimulation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.